Manufacturer narrative:
D5,6; h2,3,4,6; g4: added addition info. D6: device returned with no lot identification. H6; retractor spoon fractured and retractor cover separated from asssembly and no conclusion could be reached on how this had occured. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip present, yes; cover condition, good; cover properly positioned, no/separated; cover tab condition, good; ferrule condition, good; handle cond. (Gaps/cracks), good; shaft straightness, good; shaft twisted/loose in handle, no; and spoon condition, cracked at top. Analysis conclusion: based upon the inquiry info received and the visual examination, no conclusion could be reached as to why the reported instrument's cover "broke off at the end of the case" during surgery. The instrument was received with the retractor cover completely separated from the assembly. There was no obvious damage to the engagement tabs and the cover was found to re-attach properly to the instrument. There was axial cracking observed along the top of the spoon and a circumferential crack around the right side of the spoon. No conclusion could be reached as to how the damage to the spoon had occurred and or as to what had caused the cover to detach from the retractor. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
It was reported during an endoscopic vein harvesting the white plastic piece from the top of the subcutaneous broke off at the end of the case. The case was completed by using the subcutaneous dissector. There was no consequence to the patient.